Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that the meter display was faint and sometimes did not turn on. It was also noted that segments were missing from the displays three 8's. The customer pressed down the power button, the display check icons remained on the screen, were flashing and the display was faint. The batteries were also replaced. It was noted that the customer noticed the display was faint when he tested last week, but could not recall if the inr result was faint. The result was reported and the customer did not seek medical treatment based on the meter result.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields concomitant medical products and device evaluated by MFR were updated.